Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited high out-of-range defibrillation impedance. No changes or intervention was reported and there were no patient consequences.